Manufacturer narrative:
(B)(4). Mhra adverse incident report reference no (B)(4); submitted to mhra (medicines and healthcare products regulatory agency) by the nurse. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a pelvic floor repair procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the device jammed intermittently. A new device was opened to complete the procedure. There were no patient complications as a result of this event. The failure mode is unclear and attempts to obtain clarification surrounding this event have been unsuccessful to date. The event description may suggest that the capio carrier failed to retract during the procedure. Should additional relevant details become available; a supplemental report will be submitted.